Event description:
The customer stated that she had a blank screen on the insulin pump. Customer's blood glucose was 407 mg/dl at the time of the incident. Customer inserted a new battery and the display returned. Customer was unable to complete troubleshooting at this time and stated that she will call back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being plugged in properly to the interface board. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display. No cosmetic damage was noted.